Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina and restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after a 2.75 x 18 mm xience v stent was implanted, the pt experienced angina and a restenosis was noted in the stent. This was treated with percutaneous coronary intervention (pci). No additional event or pt info is available.

Manufacturer narrative:
Angina and restenosis as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed in risk assessment. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the pt was reported treated successfully with pci and hospitalized. A conclusive root cause cannot be determined.